Event description:
Procedure: lap chole. According to the reporter: the instrument stopped articulating inside the pt and a small piece broke off. The piece was successfully removed from the pt as well as the instrument. No harm was done to the pt and a new instrument was opened and used. There was no blood loss or extension in operating room time. Operating room time was not extended.

Manufacturer narrative:
(B)(4).